Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 600cc memorygel siltex round becker 50 cohesive I implant, catalog #354-3030, lot #74085. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a 600cc mentor siltex becker 50 prosthesis. The patient noted bilateral rupture post procedure. No official diagnosis is known. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/18/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 600cc mentor siltex becker 50 prosthesis. The patient noted bilateral rupture post procedure. The device contained no gel upon receipt by mentor. Black material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed the device being severely rented. Additional shell wear was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the black material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/22/2018. Bilateral prosthesis replacement with 500cc mentor memorygel breast implants took place on (B)(6) 2018. Also, right sided capsular contracture was indicated (1645337-2018-00966). Manufacturer¿s reference number: (B)(4).